Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a definitive cause for the reported. A conclusive cause for the reported pericardial effusion, and the relationship to the device, if any, cannot be determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a pericardial effusion. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted; however, a pericardial effusion was noticed. The physician stated that effusion was not present prior to the procedure and was unsure when it occurred. The clip was successfully implanted, reducing mr to a grade of 1. No treatment was given to treat the pericardial effusion. There was no clinically significant delay in the procedure. No additional information was provided.